Event description:
It was reported during a procedure, the unit was infusing at a higher inflow pressure than what the unit was set at. It was further reported that the pt experienced significant swelling in the wrist and the doctor had to abort the procedure. Further, a company representative stated that the unit was consistently infusing 15 mmhg higher than what the unit was set at.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.